Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), confirmed an ingested deposition within the inflow cannula which would have contributed to the reported low flow alarms. A direct correlation between heartmate 3 lvas serial number: (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned connected to the pump cable with tape covering the connection. Underneath the tape revealed no damage. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Examination of the inflow cannula revealed a dark red, deposition at the distal end. The texture and color of the deposition appeared consistent with an ingested thrombus. Although a specific cause for the formation of the deposition could not be conclusively determined through this evaluation, it appeared to be moderately occlusive of the blood flow path and could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms. Additionally, depositions were found in the pump cover interior and outflow graft, which appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the ingested thrombus formation. The rotor eye revealed a structured white deposition. The outflow grafts, and pump rotor depositions were sent for histopathology analysis. The material from the rotor is consistent with an acute, early-stage thromboembolus that was ingested and partially occluded the main flow pathway within the rotor. The fungal infiltration of the material in the outflow graft is presumed to be saprophytic precludes complete analysis of this material. There is no microscopic evidence of active thrombogenesis at the pump site. The foreign material observed throughout the outflow graft material is presumed to be artifact from post-explant processing/handling. Clinical correlation is recommended. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no other evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) log files were retrieved from the device and captured decreases in flow consistent with the reported events, and the finding of an occlusive deposition within the inflow cannula. (B)(6) was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Incidental findings: during review of the submitted log files, sw_reset, and rot_displ, and rot_noise was observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, stroke, and death which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 of the IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In addition, section 5 cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient contacted the left ventricular assist device (lvad) team regarding low flow alarms that had started at approximately 6:30pm. They went to an outside hospital and was found to have a flow of 1.7 lpm on the lvad and was transferred to (B)(6). When started on extracorporeal membrane oxygenation (ECMO), the lvad flow decreased to 0.0. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) confirmed inferior vena cava (ivc) position of the venous inflow cannula. The patient was also found to have significant clot burden in the left atrium with no opening of the aortic valve. The echocardiogram was otherwise limited by distorted intrathoracic anatomy. Log files were sent for review to determine if there was concern for the left ventricular assist device (lvad) pump. The event log file captured constant low flow events throughout the log file with flows mostly at 0 lpm but at times noted to be around 1 lpm. The patient had a transesophageal echocardiogram (tee) and had a clot in the right atrium. There was a slight drop in pump power as well in the periodic log file when the low flow events were started. The baseline was 3.8w and was now 2.9w to3.1w. This was noted as typically being seen when there is potential for inflow graft obstruction. No rotor instability flags or rotor noise flags were captured in the log file, so the rotor appeared to be levitated and spinning appropriately but just not seeing an appropriate blood volume. The customer contacted heartline to report the patient passed away on (B)(6) 2025 due to shock. The outcome was considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Additional health effect - clinical codes: 1858 - fever, 4594 - high white blood cell count. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Time in therapeutic range (ttr)/international normalized ratio (inr) data was provided. The patient required heparin drip while admitted post vad implant (B)(6) 2025. Due to subtherapeutic inr. The patient's 1st inr at anticoagulation management service (ams) was on (B)(6) 2025. They had a goal inr of 2-3, and they were on acetylsalicylic acid (asa) 81mg daily status post vad implant. The ttr in the 5 months leading up to the november admission was 56%. It looked like the patient did have 4 low inrs (< 1.5) in that year. On (B)(6) 2025 the patient had an inr of 1.6. They were boosted without a bridge, and subsequent inr 2 days later was 1.8 and 6 days later (B)(6) 2025 was 3.6. On (B)(6) 2025 inr was 1.8 possibly due to stopping amiodarone. The dose was increased with no bridge. On (B)(6) 2026 inr was 1.6 so started bridge with low-molecular-weight heparin (lmwh); follow up inr on (B)(6) 2025 was 2.1. The patient had a stable dose and their inr was checked 5 times over 6 weeks. On (B)(6) 2025 the inr was 1.4. The patient reported increase vitamin k with salads. Dose was increased and started lmwh bridge, follow up inr was 2.0 on (B)(6) 2025. On (B)(6) 2025 inr was 1.6, patient reported more greens, restarted lmwh bridge. It was confirmed that on (B)(6) 2025 the patient had left atrium / left ventricular thrombus. Tee showed a large left atrial appendage (laa) thrombus. The patient also had atrial fibrillation status post vad requiring amiodarone during index implant admission. The patient was also stated to have fevers with elevated white blood count status post vad implant, thought to be related to post-op inflammatory state. On (B)(6) 2025 the patient was empirically started on vancomycin/cefepime. They patient required veltri, epinephrine, dobutamine, and milrinone status post vad implant with prolonged inotrope wean. It was noted that the patient was compliant with medication and was an active smoker.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was transferred to brigham and women's hospital (bwh) with acute pulmonary edema, severe shock, and was found to have acute multi territory stroke. The patient never regained neurological function and was made comfort measures. It was noted that the patient was on cardiac drugs at the time of event.